Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: patient's hemoglobin was stable. Anticoagulation regimen was restarted. Patient was discharged on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 7 months, 5 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had anemia on (B)(6) 2019. Hemoglobin was 7.9 and the patient was closely monitored for any clinical signs of gastrointestinal (gi) bleeding. International normalized ratio (inr) was elevated and was closely monitored while anticoagulation was held. The patient received a blood transfusion.